Event description:
It was reported that a motor rate failure was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on plunger assembly and bottom case was removed/broken. The investigation found the device had a broken and chipped out on both front corners of top case also chipped out on right plunger case. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was not duplicated, during occlusion testing. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear is causing the motor rate error intermittently. The root cause of the reported issue was unable to be determined, pump was over 9 years old. The technician replaced the motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed.